Event description:
The facility representative reported a flo-gard infusion pump that did not turn on. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that did not turn on was confirmed by baxter service personnel. The assignable cause was determined to be a depleted main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.